Event description:
Procto-sigmoid resection procedure. A ralc45 dlu was placed across the rectum and fired staples in blue range. Leak test was performed, a tear in the tissue was observed at the site of the staple line. Surgeon observed and commented that the staple line was intact, but the tissue tore away from the staple line. The tissue was manually oversewn until no leaks were present. Another device was used to complete the case without further incident.